Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was unable to be implanted due to not getting optimum measurements. The lead was not used.